Manufacturer narrative:
(B)(4).

Event description:
The pump stalled on (B)(6) 2011 and did not recover from the stall. As of (B)(6) 2011, the pump was being replaced (it was unk if the pump actually was replaced on (B)(6) 2011). Additional info has been requested, but was not available as of the date of this report.